Manufacturer narrative:
Product ID 3889-28 lot# v914061, implanted: 2012 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient was seen on (B)(6) for reprogramming and was instructed to make another appointment if the reprogramming did not provide nighttime relief. They had no trouble with communicating with the device.

Event description:
It was reported, the patient saw the poor communication screen.

Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that it was hard to tell if it was working or not and the patient was not sure how the device was helping with her symptoms. It was indicated that the patient was in (B)(6) and losing her facilities. The patient was going to the bathroom frequently and it was unclear when this started. It was later reported that the patient was up too often especially at night. This started about 3 weeks ago or so. It was noted that they called 3 weeks ago to get assistance with working the programmer. This showed he needed new batteries so they changed the batteries and now it was having problems syncing with the internal device. It was later reported that the patient was experiencing a loss of therapeutic effect with a loss of bladder control. The patient was urinating too often and frequently at night. Symptoms started a few months or so ago. The patient was not feeling any stimulation. The patient had not been able to communicate with her programmer for 3 weeks or more so they are unable to make any adjustments to see if this helps. There was an issue with the patient programmer; they were not able to make adjustment both with or without antenna attached. They were redirected to repair department. It was later reported on (B)(6) 2013 that there was an issue with the patient programmer. They received a new programmer from repair. They still were not able to make adjustment both with or without antenna attached. They could not feel the ins at all through the patient's skin so they were unable to tell if the ins was moving in the pocket site. It was noted that the patient did have a fall about 1 month ago. They did not remember if the patient was in to see a healthcare provider after that or not. If additional information is received, a follow up report will be sent.